Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented an arrhythmia that was resolved with appropriate therapy, however there was an alert for rhythm acceleration. Technical services (ts) tried to review the data, but the counters were cleared after the episodes occurred. This device remains in service. Other than the rhythm acceleration, no additional adverse patient effects were reported.